Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege: on or about (B)(6) 2004, patient was implanted with a pinnacle mom implant on his left side. On (B)(6) 2005, patient was implanted with a pinnacle mom implant on his right side. Patient began to suffer symptoms including, but not limited to, pain, weakness, clicking/popping, and difficulty with even simple daily activities. There is no mention of revision surgeries. Update: (B)(6) 2012 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found additional complaints against the 1143248 and 1851430 lot codes. Per wi-3430 revision c a device history record review is no longer required for the product codes linked to the 1143248 and 1851430 lot codes. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.